Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirted out during manual prime. Customer was disconnected during prime. The pump was not bumped or dropped. The drive support cap was not damaged. Customer was asked verbally and in written form to return the pump for analysis. Customer will be sent a replacement.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the prime test, and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.